Event description:
This event was reported as severe mitral regurgitation, congestive heart failure, left atrial thrombus, atrial fibrillation, hypertension and hypercholesteremia. No further info was provided.